Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was beeping. Customer changed the battery cap but the alarm still persisted. Customer was assisted in checking alarm history and found insulin pump alarmed external ram crc error, unexpected restart and watchdog set test failure. Customer also stated that the insulin pump's display went blank. Blood glucose level at the time of the incident was 234 mg/dl. The customer was advised to discontinue the use of the device and to revert to the back-up plan. The customer was advised that the insulin pump would need to be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump power up properly after battery installation. No blank display noted. Insulin pump was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, bad battery, low battery, weak battery, battery out limit, watchdog set test failure, unexpected restart, external ram crc error, watch dog time out and failed battery test alarms noted during testing.